Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device has been returned. Synthes is unable to determine the MFR date without a lot number.

Event description:
Ti pangea locking caps, implanted with screws and curved soft rods, loosened post-operative and the rods were noted to have slipped on x-ray taken post operative. All hardware was removed during revision surgery. Patient was revised to the uss system and the curved rods were placed back into the patient.